Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. Csi ID: (B)(4).

Event description:
It was reported that approximately three months following an atherectomy procedure in which a diamondback peripheral orbital atherectomy device (oad) was used to treat a lesion, embolization occurred and amputation of the patient's leg was performed. There were no device or patient issues reported following the original procedure. The site declined to provide additional information in regards to this event.